Manufacturer narrative:
(B)(4). Batch # n9161t. The analysis results found that the mcs20 device was returned with no damage in the external components. In addition, 12 unformed clips were returned inside a petri dish. In an attempt to replicate the reported incident, the device was tested for functionality. Upon testing, the device was cycled and it fed and formed the remaining 1 clips as intended. No conclusion could be reached as to what may have caused the reported incident. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.

Event description:
It was reported that during an open unknown procedure, when the clips were fed, the clip was malformed. Another device was used to complete the case. There were no adverse consequences to the patient.